Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated that the data from the event date was overwritten. No evidence related to the complaint was revealed. No alarms or other anomalies were observed during investigation. The rewind and load steps were performed successfully, and the pump accurately displayed the number of units loaded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that the pump was detecting less insulin in the cartridge than was actually present. Reportedly, the cartridge was filled with just over 100 units of insulin; however, the pump detected 87 units. During troubleshooting, 131 units of insulin were added to a new cartridge, and the correct amount of insulin was detected by the pump following the load and prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.